Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke off "at the point where the diameter reduces" and into the patient's vein while attempting to remove it. The patient was reported to have undergone required surgery with local anesthesia to remove the broken catheter. The following information was provided by the initial reporter: "removing the device, part of the catheter remained in patient's vein breaking at the point where the diameter reduces. Surgery in local anesthesia was required to remove the catheter. User advised local competent authority with a mdvr: c.a. Ref. Number (B)(4). Patient age 80. Patient ID: (B)(6)".

Manufacturer narrative:
H.6. Investigation summary: 1 broken catheter and 1 used cannula hub attached with luer stopcock were returned for investigation. As the luer stopcock does not belong to bd tuas, no further investigation was done. A device history record review was performed and showed no non-conformances associated with this issue during the production of the reported batch. Used sample returned. Sample was not decontaminated. The used sample was subjected to visual inspection. A clean cut was observed on the catheter. Left-clean cut, right-broken catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The complaint is confirmed and product is out of specification. Root case description: the actual sample was subjected to visual inspection. A clean cut was observed on the catheter. The probable cause of the broken catheter could be due to cut by sharp object such as scissors. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. There is no process in the manufacturing facilities that could cause this nonconformance. Based on the investigation and analysis, the root cause of the reported nonconformance is not from the assembly process. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke off "at the point where the diameter reduces" and into the patient's vein while attempting to remove it. The patient was reported to have undergone required surgery with local anesthesia to remove the broken catheter. The following information was provided by the initial reporter: "removing the device, part of the catheter remained in patient's vein breaking at the point where the diameter reduces. Surgery in local anesthesia was required to remove the catheter. User advised local competent authority with a mdvr: (B)(6) ref. Number (B)(4). Patient age (B)(6). Patient ID: (B)(6)."